Manufacturer narrative:
Eval summary: as returned, one of the fingers for the (B)(4) trial is cracked. Surgical notes are not available. The neck trial is designed to bottom out in the stem junction and have a slight interference fit between the fingers and a/p sides of the stem junction to hold it in place during component trialing. Based on the information provided it is unclear if the device was inserted improperly and became wedged/stuck before the trial bottomed out on the stem junction; what specific actions were taken during "forced removal"; and if the device was used per instructions provided in surgical technique. It is also designed to withstand anticipated static and low cycle fatigue loading typically seen in trial reductions and range of motion assessments. Therefore, unexpected loading conditions such as a forced removal due to improper insertion may have stressed the part in an unintended manner and led to the fracture of the finger. However, the root cause of the neck trial fracture cannot be determined based on the provided information. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Neck became stuck and broke upon forced retrieval.